Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the bos battery status, 6 charging cycles were recorded in the devices memory. The amount of charge taken from the battery was verified, revealing the bos battery status to be as expected. The ICD was subjected to an electrical analysis. First, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this ICD was prophylactically explanted and replaced approx. 3 months after the implantation due to the field safety corrective action, bio-lqc, initiated in (B)(6) 2021.